Manufacturer narrative:
The serial number is either (B)(4), but it¿s not conclusively known at this time. If additional information is received in the future, the file will be updated, and supplement report will be sent. On 5/22/2019, a manufacturing record evaluation (mre) was performed for both lots (6998234 and 7304002), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 699823: manufacturing date: 11-11-2015, sterilization expiration date: 11-11-2020. Lot number 7304002: manufacturing date: 03-14-2016, sterilization expiration date: 03-10-2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of bilateral explant surgery was (B)(6) 2021 due to right side rupture. The following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 600cc breast implant had two crease/fold, both were on the anterior view and one them extending to the posterior view. Additionally a tear was observed within the crease, measuring approximately 14.0 cm in the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (6998234). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left or right side 600cc mentor memorygel breast implant l) cat# 3506001bc; s/n: (B)(4) or r) cat#: 3506001bc; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 600cc mentor memorygel breast implant. The serial number is either (B)(4), but it¿s not conclusively known at this time. If additional information is received in the future, the file will be updated. The patient was presented with breast implant rupture on the unspecified side confirmed by the physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.